Event description:
The affiliate reported: the device was implanted via s-p shunt at 30mmh2o on (B)(6) 2012. In early (B)(6) 2014, it was found that the patient¿s arachnoidal cyst was decreased with the ventricles of the patient¿s brain becoming larger. The surgeon tried to change the pressure setting to 40mmh20 but it could not be changed. Therefore the revision surgery was conducted on (B)(6) 2014 and the implanted device was replaced to the same new device(82-3114) at 40mmh2o. It is requested to investigate the root cause of pressure control failure.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and it was noted that the proximal connector was cut off and was not returned for an evaluation. No leaks were noted. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming, reflux and pressure tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.